Event description:
The customer contacted stryker to report that their device would not deliver shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. Stryker replaced the device's damaged system connector cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not deliver shock. There was no patient involvement reported with the event.